Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetes educator called to confirm that insulin pump is working properly, customer was admitted to hospital for diabetic ketoacidosis. The customer's current blood glucose reading is 143 mg/dl. The customer's blood glucose reading at the time of the event was 654 mg/dl. During troubleshooting, manual prime is correct, insulin exited the tubing. High pressure test passed. Programming is correct. Nothing further reported.